Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s while loading multiple cartridges and during pumping. The customer's blood glucose (bg) level ranged from 230 to 350 mg/dl. An insulin injection was administered to address the bg level and injections were used to manage diabetes.